Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach on a laparoscopic sleeve procedure, the surgeon was able to press the green button but the stapler did not fire. Another handle was used. There was no patient injury.